Event description:
During in situ testing affected channels were noticed. Reportedly there were no changes in health or medication and the user's family did not recall a trauma, although it was mentioned that the user is prone to hitting his head. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During in situ testing affected channels were noticed. Reportedly there were no changes in health or medication and the user's family did not recall a trauma, although it was mentioned that the user is prone to hitting his head. Imaging will be performed and revision surgery will be considered.